Event description:
The customer reported that the system would not display an image on either monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the celeron processor and the hard drive, and reloaded the software. The system was tested and found to be working as intended and put back into service.